Manufacturer narrative:
The ge representative performed an on site investigation. A hand control was replaced. The system was then found to be operating as intended.

Event description:
The customer reported, the system displayed a foot switch error and a safety error. No report of patient injury.